Event description:
The biomed engineer stated the clinical setting reported the pump to overinfuse. The facility's dir. Of nursing reported the pump "dumped 400cc of 'kphos' in 1-1 1/2 hours. 83cc should of been delivered. IV started in emergency room. 1500: pt arrived on floor and the pump was started at 125cc/hr at 1600. At 1830, an order was given for 30mmol of potassium phosphate in 500cc of normal saline over 6 hours. At 1940, the nurse noted that 400cc had infused." Th biomed engineer reported that no pt death resulted for the reported overinfusion. Although attempts were made by baxter quality mgmt to obtain additional obtain additional info from the reporting facility, details were not available regarding pt demographics or status, medical intervention, pt injury, or set up of the device.